Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." The patient's medical history included pain in thoracic spine, dysmenorrhea, stress urinary incontinence, wisdom teeth removal, uterine leiomyoma and gastroesophageal reflux disease. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left tube). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: proliferative endometrium. Leiomyomata, largest measuring 3.2 cm. Cervix within normal limits. Fallopian tube within normal limits. Clinical information: abnormal vaginal bleeding, stress urinary incontinence. Batch no b66014, production date 2013-08-27. Expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included pain in thoracic spine, dysmenorrhea, stress urinary incontinence, wisdom teeth removal, uterine leiomyoma and gastroesophageal reflux disease. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left tube). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: proliferative endometrium. Leiomyomata, largest measuring 3.2 cm. Cervix within normal limits. Fallopian tube within normal limits. Clinical information: abnormal vaginal bleeding, stress urinary incontinence. Most recent follow-up information incorporated above includes: on 3-apr-2020: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events .new events added: abnormal bleeding(general), abnormal bleeding (vaginal), menorrhagia, uti, pain, vaginal discharge, abdominal pain, back pain, patient did not undergo essure confirmation test. Lot number, concomitant drugs, medical history, reporter information, lab data were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no: b66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included pain in thoracic spine, dysmenorrhea, stress urinary incontinence, wisdom teeth removal, uterine leiomyoma and gastroesophageal reflux disease. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding(general)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left tube). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, vaginal discharge, abdominal pain, back pain and dysmenorrhoea had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019: proliferative endometrium. Leiomyomata, largest measuring 3.2 cm. Cervix within normal limits. Fallopian tube within normal limits. Clinical information: abnormal vaginal bleeding, stress urinary incontinence. Batch no: b66014, production date: 2013-08-27, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping). Outcome of event genital haemorrhage, pelvic pain, back pain, abdominal pain, urinary tract infection, vaginal discharge were updated. Onset date of event genital haemorrhage, back pain, abdominal pain, pelvic pain, vaginal discharge were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.